Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, patient underwent following procedure: 1. Right sided approach, minimally invasive posterior lumbar interbody fusion with use of structural allograft, autograft, bmp, and percutaneous screws for posterior lumbar instrumentation, 2. Use of intraoperative microscopy, fluoroscopy and neuromonitoring, 3. Placement and removal of mayfield frame; for a pre-op diagnosis of: 1. Lumbar degenerative disc disease anterolisthesis, 2. Spondylolysis. Per-op notes: midline incision was made and disc space was identified an annulotomy was created. Disc space was emptied and kyphoplasty type balloon was inflated in the disc space which confirmed good decompression. Autograft was loaded in delivery tube anterior portion of which was loaded with extra small rhbmp-2. This was deployed in anterior aspect of disc space. Allograft inflatable bag was deployed. It was packed with bone graft. Under fluoroscopic imaging graft was seen in good position. No complications were reported.